Event description:
It was reported the patient had invalid contacts on the lead, however, reprogramming was able to provide stimulation. It was reported the patient had three contacts which were used to provide stimulation coverage. The patient met with the physician for follow up and all of the contacts had invalid impedances. It was reported the physician planned surgical intervention to replace the existing lead with a surgical lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.